Manufacturer narrative:
His report is being submitted as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The involved devices were returned at the same time one for this complaint and the other for MDR. When the outer box was opened, there was no description of the quality information, and no number on the packaging of each involved device. It was not possible to identify which device belonged to what complaint number. For this reason, each involved device was identified as involved device (1) and involved device (2) and confirmed the findings of the involved devices. Involved device (1) was returned with a stylet attached and involved device (2) was returned without a stylet and only a catheter was returned. Both (1) and (2) of the involved devices had a tear near the exit port of the gw lumen. When we observed the appearance of the involved device after cleaning, the gw lumen of the involved device (1) was torn about 1.0 cm from the exit port toward the distal side. Also, the shaft was crushed and twisted. For the involved device (2), the gw lumen was torn about 0.3 cm from the exit port toward the distal side. No other abnormalities of appearance such as kinks or crushing were found. The tear of the gw lumen that occurred in the involved devices (1) and (2) had the resin elongation from the inside to the outside. From this, it was estimated that the tear of the gw lumen that occurred in the involved devices (1) and (2) was caused by the load from the inside of the gw lumen. The tear of the gw lumen that occurred in the involved devices (1) and (2) had the resin elongation from the inside to the outside. From this, it was estimated that the tear of the gw lumen that occurred in the involved devices (1) and (2) was caused by the load from the inside of the gw lumen. Using the eliminate which is a device family of priorityone ac and ptca trainer, we conducted the simulation test of the gw lumen tear that occurred in the involved device. Ptca trainer is a commercially available tool for simulated training in japan and is substantially equivalent to the tortuous path described in astm 2934. From the above results, it was presumed that since the guide wire used in combination with the exit port part of the involved device formed a loop and the removal operation was performed in that state, the tear of the exit port that occurred in the involved device. As a result of reviewing the device history records of the lot 220200630, and no abnormalities cause guide wire passage resistance or gw lumen tearing were found. From the above results, it was presumed that since the guide wire used in combination with the exit port part of the involved device formed a loop and the removal operation was performed in the stuck, the passage resistance of the guide wire and the tear of the gw lumen that occurred in the involved device.

Event description:
The user facility reported that the involved priorityone device was used in a st elevation myocardial infarction (stemi) case, percutaneous coronary intervention (pci) of the mid-distal right coronary artery (rca). During the procedure the target area was ballooned and stented. It was noted that there was some residual clot in the area and a priorityone was prepped for use and advanced over a runthrough 25-1011 wire. Several passes with the priorityone were made in the first attempt. However, the catheter appeared to be jammed on the wire and the wire appeared to prolapse and get stuck. The wire and catheter were immediately removed. It was then noted that there was a large amount of thrombus within the catheter. A second runthrough wire and priorityone were opened, prepped, and used to aspirate residual clot in artery. The event occurred intra-operative. The blood loss was less than 250cc's. The patient was not injured during the event and medical or surgical intervention was not required to prevent injury. Procedure was completed successfully. The patient was transferred to the recovery area.

Manufacturer narrative:
Occupation: office manager vet tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The device history records of the lot 220200630 were reviewed, and no disorder that may cause the poor removal of the involved device was found. We inspected the trend abnormalities for this product, and no trend abnormalities related to the poor removal occurred in the past. Terumo medical products (tmp)(importer) registration no. (B)(4), is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer) registration no. (B)(4).